Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the brake casters at the foot and head end of the bed were damaged. The tech replaced the caster supports and the two brake casters to repair the bed.